Event description:
Additional information was received from the patient. They reported that the cause of not feeling stimulation even at maximum settings was not determined. When asked what most likely caused or contributed to the issue, they replied, "all nodes up all the way, didn't feel nothing." The issue had not been resolved, but no further action would be taken. Neither device removal nor replacement was planned.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated (addition of img code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they have been increasing amplitude to maximum settings on all programs and not feeling anything so patient thought this meant the battery was dead. Patient services reviewed that if the battery were dead patient would not be able to access therapy settings or make changes to amplitude. The patient denied any falls or traumas. The patient was redirected to their healthcare provider to further address the issue.